Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges leaked insulin. The customer's blood glucose level was 300 mg/dl. Customer changed the cartridge to resolve the issue. In addition, it was reported that multiple minimum fill notifications occurred after filling the cartridge with 150 units of insulin. Customer changed the cartridge to resolve the issue.